Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Blood glucose was not impacted. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.